Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on 06/14/2016 to report that the patient passed away on (B)(6) 2016. A cause of death was not reported. A certificate of death was not provided. Per patient's online obituary, patient death occurred on (B)(6) 2016. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information is available.